Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of no video was confirmed due to cable failure. The device evaluation also found video connector contact corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head had no video. It is unknown when the reported issue was found. The intended procedure was completed. The customer did not provide information about the device used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed due to faulty cable. As to the cause of the faulty cable, it is likely that it was broken due to corrosion on the electrical contacts of the connector. The event can be detected/prevented by following the instructions for use which state: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. Inspect the appearance of the camera head for cracks or other damage. Inspect the cover glass of the camera head for cloudiness or dirt. Inspect the camera cable for abnormal sagging, swelling, scratches, hole, or stickiness. Moreover, inspect the electrical contacts of the video connector whether it is not bent or rusted". Olympus will continue to monitor field performance for this device.